Manufacturer narrative:
Pump s/n:(B)(6) was received for evaluation. During evaluation it was noticed that the internal pcba was missing; the device was returned without the pcba. A new pcba was installed. The pump was tested and passed all functional tests. The service history record was reviewed. This device was manufactured in 2011 and this is the first time the device has been returned for service. Based on the available information the reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that there was overfeeding.